Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 214 mg/dl at the time of incident. Troubleshooting advised customer to clean the battery contacts and then replace it but the display did not return. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to reset the battery and to call back to further troubleshoot.